Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the design house in (B)(4). The reported faults were confirmed through review of the device log. The investigation determined that the device failure to complete its internal self-test was due to a defective non-return valve (nrv). Further investigation determined that the system fault 74 was due to a software problem. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for an investigation. The investigation methods, results, and conclusions are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed a system fault 74 (sf 74) message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.